Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca and one endeavor sprint rx drug-eluting stent implanted to the proximal lad. Approximately four months post procedure revascularization of the distal lad was performed (bms). Investigator reported that the event was unrelated to the study stent. Approximately five months post index procedure the patient suffered a myocardial infarction (mi). The reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the device. (Ref MFR # 9612164-2011-01440 and 9612164-2011-01441).

Manufacturer narrative:
Lipid lowering drugs, clopidogrel and asa. (B)(4): evaluation results - inherent risk of procedure (myocardial infarction).

Event description:
Additional information received reported that the previously reported mi that occurred 5 months post index was treated with a bms and it was not unsuccessful.